Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 9mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 7f amplatzer trevisio intravascular delivery system. During procedure, the occluder had a cobra deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. A new 9mm amplatzer septal occluder was chosen and successfully implanted with the same delivery system.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.